Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient had recurrent stoma infection. Oral and IV antibiotics have been administered numerous times during the duration of infection. Report indicated that the patient was admitted to the hospital for removal of peg-j tube due to recurrent stoma infection. The plan is to replace the peg-j tube to a new site after stoma heals.